Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-apr-25.

Manufacturer narrative:
Device evaluation the zfv6-80-5-10.0 device of lot number c1869773 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a literature study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists the following potential adverse events: ¿restenosis of the stented artery¿, ¿worsened claudication/rest pain¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to the study procedure or a known potential adverse event. From the study, the distal part of the study lesion was mostly covered by the non-study stent which may have contributed to the adverse outcome. Also, as previously noted, "restenosis of the stented artery" is listed as a known potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the stent was placed on the (B)(6) 2023. On the (B)(6) 2024 the patient experienced worsened claudication due to restenosis. An elective endovascular re-intervention was scheduled at three weeks post this visit. The patient wished to be excluded from the study at this point, therefore no information about the outcome of the re-intervention can be obtained.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Date of procedure (B)(6) 2023. Left leg study leg (crossover access through right groin). 1 study device placed in 1 lesion. Pre, peri and post procedure antiplatelet/anticoagulant taken. Adverse event occurred during procedure. Lesion 1. Left study leg. Placed in superficial femoral. De novo lesion. Total occlusion. Reference vessel diameter 4-4.9mm. Zfv6-80-5-100. 6 french guiding catheters used. 0.018-inch guide wire used. (B)(4). 12 month follow up: (B)(6) 2024 24 month follow up not completed as patient wished to exit study on (B)(6) 2024. On (B)(6) 2023 passage of the study lesion (chronic total occlusion of left superficial femoral artery) was extremely difficult. Multiple passage attempts finally led to failure of the applied guide wire (hi-torque proceed 220t, abbott cardiovascular). The broken tip was left in situ. No bleeding or major vessel occlusion and ultimately no harm to the patient was observed. The study intervention was continued after introducing another guide wire, occlusion passage and angioplasty was then performed without further complications. Vascular event, guide wire failure with separation of the wire tip. The wire tip was left in situ. No explantation attempt was made since no adverse effects have been observed. No treatment at this time. Site determined not related to study device and casual relationship to study procedure. The guide wire tip failure happened during the attempted occlusion passage but prior to the introduction of any balloons or stents and even prior to the lesion crossing itself. Very difficult study lesion crossing due to it being a chronic total occlusion. On (B)(6) 2024 the patient presented to the ER with a small subcutaneous swelling at the right groin without fever. A small incision was made, and pus was drained, the wound was thoroughly cleaned. The patient was discharged the same day. Access event (infection and pain at access site). Site determined event not to be related to study device and possible relationship to study procedure. This is a possible access site micro abscess due to it being at the right groin, possible at the original study procedure entry canal. The patient had a history of multiple prior subcutaneous abscess incidents. Patient is morbidly obese, overlapping body fat at the right groin may have contributed to this cutis/subcutis infection event. On (B)(6) 2024: an early visit at the department for vascular surgery (6 days prior to the 11-month mark post intervention) due do worsening claudication in the left lower leg during the last 2-3 months (about (B)(6) 2024) was scheduled and attended by the patient with a pain free walking distance of 100-150 meters. No cutaneous lesions, no resting pain. Via doppler ultrasound flow in the proximal study stent in the left superficial artery was observed with possible high-grade in-stent stenosis in the study stent. Further distally a possible stent occlusion within the distally adjutant non-study-stent was observed. Due to the worsening but at the time compensated claudication the patient was discharged. An elective endovascular re-intervention appointment was scheduled at three weeks post this visit. Patient was satisfied with the future scheduled re-intervention appointment but wished to be excluded of the study, therefore no information about the outcome of the re-intervention can be obtained. Vascular event. Re-stenosis requiring intervention. No treatment at the time. Led to medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or body function. Site determined possible relationship to study device as study-stent stenosis was overserved via doppler ultrasound. Additionally, a stent-stenosis and possible distal stent occlusion of a distally adjutant non-study-stent was observed. Zfv6-80-5-100. Probable relationship to study procedure as both stents in the left superficial artery (i.e. Proximal study-device and distal adjectant non-study-stent) are stenosed with a possible occlusion of the distal non-study-stent. Both stents were implanted during the study procedure. Subintimal crossing of the distal part of the study lesion mostly covered by the non-study stent may have contributed to the adverse outcome. At 12 months post procedure imaging performed: flow in the proximal study stent with possible high-grade in-stent stenosis. Possible occlusion in-stent in the distally adjectant non-study-stent requiring elective reintervention. This file will capture the restenosis on (B)(6) 2024.